Manufacturer narrative:
The user guide instructs the user to change the battery cap every three to six months. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the battery compartment was damaged and the top of the battery cap was worn. The battery cap had reportedly never been changed and was original to the pump since (B)(6) 2014. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge cap/compartment.

Manufacturer narrative:
Follow-up #1: date of submission 08/16/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/21/2016 with the following findings: investigation revealed that the battery compartment was cracked along the side; there was no evidence of damage to the battery compartment threads. The battery cap was returned with the coin slot worn; the cap was still able to be properly secured and removed. Unrelated to the original complaint, investigation revealed that the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.